Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set was separated from the drip chamber, at the end closest to the bag spike. This was noted before use. There was no patient involvement. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation. Visual inspection revealed that the tubing was separated from the drip chamber outlet port. Microscopic inspection revealed that the tubing had snapped/broken off at the tubing bond section of the drip chamber outlet port. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.